Event description:
A laparoscopic tubal occlusion procedure with fallopian tube clips was done on 12/01/1997. In june 1998, the pt became pregnant. The doctor reported that no application problems were noted at the time clips were applied.